Event description:
A 60 yo male patient with history of recurrent diverticulitis and recent deep vein thrombosis underwent a robotic-assisted sigmoid colon resection. Brief op note provided indicates a¿29 mm double stapled eea¿ anastomosis was created and a ¿short segment of disease with redundant sigmoid folded unto itself was observed.¿ post-operatively, the patient experienced abdominal pain, distension and tachycardia and CT scan performed post op day 5 was concerning for a possible abscess and/or hematoma . 7 days postop, the patient was returned to the or for exploratory laparotomy. During the procedure, surgeon noted a large hematoma in the pelvis. After the hematoma was evacuated, surgeon noted ¿a small anastomotic dehiscence at the left anterolateral aspect of the anastomosis.¿ the specimen was removed from the field and sent to pathology for further analysis. Operative note states ¿there really is no fecal soiling here. Nonetheless, I opted to pull up an end colostomy.¿ patient received a colostomy reversal four months later. The surgeon noted a negative leak test and two intact tissue donuts following creation of the anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. D4: batch # unk. H6: health effect-clinical code: gastrointestinal system (e10). No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent:(B)(6) 2023 h6: health effect ¿ clinical code gastrointestinal system (e10). See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2023. See op notes.